Event description:
The customer reported that the monitor was not working. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the stative linking cable. The system operates as intended.